Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It was reported that an evercross balloon was used to dilitate a stent in the common iliac. The evercross 8x80 was inflated to 12 atm and burst longitudinally. No damage was to the vessel nor was any additional intervention required post balloons burst.